Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient stated she was unsure if the issue was with the pump, ¿the dexcom¿ which is presumed to mean the app, or the sensor. She stated the equipment was not working correctly, and the display devices were not specified. The only information about the issue was that the device was intermittently disconnecting from the pump during the 10 day sensor session which led to not receiving insulin and her bg levels going high, and also having severe lows that resulted in self-treatment with rescue medication. No symptoms were specified at any point during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.